Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing and visual examination of the lead did not find any anomalies.

Event description:
It was reported during implant that the atrial lead exhibited unacceptably high capture thresholds in spite of multiple repositioning attempts. The helix then failed to extend. The physician elected to replace the lead, and the patient was in stable condition.

Event description:
It was reported during implant that the atrial lead exhibited unacceptably high capture thresholds in spite of multiple repositioning attempts. The physician elected to replace the lead, and the patient was in stable condition.